Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with va lcp foot module construct on an unknown date. The surgeon reported the va-lcp screws broke post-operatively. The surgeon reported the broken screws did not have any effect on the construct and the healing process. No further information was provided. This report is for the unknown va-lcp screws. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.